Manufacturer narrative:
Investigation is in-process. A follow-up report will be provided.

Event description:
Terumo bct's sale representative reported a needle stick injury that occurred after a plateletrich plasma (prp) training session. While cleaning up post procedure, he got poked by the contaminated needle. Per terumo bct's internal procedure, he followed the medical protocol for needlestick injury. Patient's (operator) age and outcome are not available at this time. The harvest disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information and updated information. Additional investigation: per the medical review analysis, there was no information in the reported incident to suggest a device malfunction surrounding this incident. Although clinical and technical information surrounding this incident is limited, there is no evidence to suggest that the harvest apc-30 disposable set caused or contributed to a serious adverse event in the reported individual. Updated root cause: root cause was determined to be due to operator error where inappropriate handling of the needle occurred. Correction: the terumo bct sales associate was given oral communication regarding proper techniques for handling harvest sets containing needles.

Event description:
The needle stick occurred after a training run. No donor or blood was used during the training run, therefore no exposure to blood or biologic fluids was noted with this incident.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Investigation: the disposable set was not available for return. No run data file analysis or service was requested for this incident as the failure mode is exclusive to handling of the needle during or after the procedure. No relevant information to the investigation and root cause analysis would be identified by reviewing the run data file or servicing the machine based on the failure mode reported. Sales specialist advised that the lot number was not available. There were no lot numbers included in the information provided, no device history report (DHR) searches could be conducted. All lots must meet acceptance criteria for release. Root cause: a definitive root cause could not be determined. Possible causes include but are not limited to:*improper technique in retracting the needle into the needle guard.*defective needle guard.

Event description:
Medical intervention was performed, however sales specialist declined to disclose any medical intervention performed, but he did confirm that there were no lasting issues.